Manufacturer narrative:
The device was serviced at the customer site. Device passed all applicable testing with no observations.the root cause of the reported event was user error in not correctly placing the insulin syringe.

Event description:
It was reported that upon arrival in the morning, the device user noted that the insulin syringe was improperly placed and had not been delivered. The other medications were noted to have delivered properly. The liver was declined by the site. The site offered the liver to other sites but the liver was ultimately discarded as it was very marginal to begin with.